Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, md-631 xenon lamp used for the clv-s40pro had a large drop in light intensity after a usage time of about 200 hours. When inside of the lamp was checked, it was black. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation and correction to g2. G2 - checked "other" and added the country canada. Checked "foreign". H4 - manufactured in november 2006. The device was evaluated and confirmed the customer's report. It was also noted a crack was found on the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the light intensity issue likely occurred from a lamp failure. The specific root cause of could not be determined at this time. Olympus will continue to monitor field performance for this device.